Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported needle mechanism issue (fail to retracted) or to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 11:34 am she activated a new pod. The pod was removed. She stated the cannula was very hard and upon inspection she realized the needle never retract back into the pod.